Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the manager it was clarified that the blood leak occurred within 2 minutes of starting the hd treatment. The blood leak was described as being an internal blood leak at the venous end of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300-600 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage seen on the dialyzer prior to treatment. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. A review of the production record was performed. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the manger it was clarified that the blood leak occurred within 2 minutes of starting the hd treatment. The blood leak was described as being an internal blood leak at the venous end of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300-600 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage seen on the dialyzer prior to treatment. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.